Manufacturer narrative:
The patient underwent a successful revision to a distal femur mets device, with no complications reported. The reported fracture was confirmed on x-ray. However, the cause of the fracture is unknown as no additional patient or event related information was provided. Note that although it was reported that the device would be decontaminated and returned, there is currently no evidence that the device was returned to siw. The complaint is being closed, and is being tracked and trended.

Event description:
It was reported that the patient attended the clinic and x-rays revealed a break in the cemented shaft of the implant. The patient underwent a revision surgery on the (B)(6) 2015. (B)(4).

Manufacturer narrative:
A review of the device manufacturing history records confirmed that the custom device was manufactured to specification with no abnormalities or deviations. The explanted device is currently undergoing decontamination prior to being returned to stanmore implants for evaluation. Additional patient/event related information is being requested. The investigation is ongoing; a supplemental report will be submitted.

Event description:
It was reported that the patient attended the clinic and x-rays revealed a break in the cemented shaft of the implant. The patient underwent a revision surgery on the (B)(6) 2015. This complaint relates to stanmore (B)(4).